Event description:
Hamilton medical ag received the following incident description from the partner: tf occurred during use. Replaced with another intellicuff. We checked the logs after taking custody of it and found tf10. This intellicuff was delivered to the hospital on january 23, 2019.

Manufacturer narrative:
Investigation is ongoing.